Event description:
It was reported that during central processing, the force bipolar had a dislodged wrist. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the instrument occurred during procedure. No additional tests were performed. The patient had no post op issues due to instrument malfunction.

Manufacturer narrative:
Based on the claim against the product by the customer noting dislodged wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, which did not replicate or confirm the customer reported event. Visual inspection found no damage to the instrument. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additionally, the instrument was found to have a bent grip at the base. The lower portion of one grip had a slight bend unlike the opposite grip. Common causes of the failure mode. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The instrument was also found to have a dislodged conductor wire at the proximal end in the housing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Visual inspection found no damage to the instrument. The root cause is attributed to a component failure. A review of the provided image was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: the grips seem dislocated at the proximal end of the instrument's jaws. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument had a dislodged jaw/hinge. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.